Event description:
Discordant sodium (na) and chloride (cl) results were obtained on one patient sample on a dimension vista 500 instrument. The discordant results were not reported to the physician(s). The sample was repeated on the same instrument using a new aliquot and the original aliquot. It is unknown as to which repeat results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant na and cl results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site for instrument evaluation. After instrument and instrument data evaluation, the cse proactively replaced the integrated multisensor technology module. The cse also determined that the customer validated their plasmafuge parameters for spinning samples. The cause of the discordant sodium and chloride results is unknown. The customer successfully ran qc. The instrument is performing within specifications. Further evaluation of the device is not required.